Event description:
It was reported that this pacemaker exhibited undersensing of ventricular beats during a ventricular tachycardia (vt) episode. Technical services (ts) was consulted, and further review was recommended. No adverse patient effects were reported. This device remains in service.